Event description:
In 5/2003, a clinical incident involving a multivac tristar arthrowand was reported to arthrocare corp. The reported incident involved a pt who underwent an acl reconstruction and sustained a burn. In 6/2003, arthrocare corp learned that the reported burn was positioned on the lateral portion of the knee. The widest point of the burn was reported to be 1 cm with a 1 x 2 cm area classified as a 3rd degree burn. The area was reported to have been treated by a plastic surgeon who debrided the area and applied silvadene cream. At this time no further treatment of the area is planned. The pt is reported to be doing well.